Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was experiencing a shortened battery life. No additional information was provided; the pump was unavailable to troubleshoot at the time of the call. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2017 with the following findings: the black box history shows dates from (B)(6) 2017 to (B)(6) 2017; black box data from date of complaint has been overwritten. Current black box shows no evidence of short battery life. The battery compartment is cracked above and below the bumper pad. No moisture/corrosion was observed in the battery compartment. The pump was powered on. The current draws measured within specifications. The battery life issue was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside pump. Unrelated to the complaint, the display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.